Event description:
It was reported that the customer was unable to clear the battery out limit alarm. Advised insulin pump would be replaced. Customer's blood glucose level at the time 202mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Insulin pump passed self test. Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected battery out limit noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.